Event description:
The customer reported that the ECG connector was worn and that there was intermittent loss of contact with the trunk cable. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.